Event description:
There was an allegation of analyzer alarms and questionable low calcium results from the cobas 6000 c (501) module. The customer repeated the sample on another cobas c501 analyzer due to the alarms. (B)(6). The questionable results were not reported outside of the laboratory. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The field service engineer found a kinked tube from the black water tank. He un-kinked the tube, checked the gear pump pressure, cell rinse levels, and probe rinsing. He successfully performed a precision check. The investigation determined the issue was resolved by the service actions.